Manufacturer narrative:
Date of event is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that surgical intervention took place to explant the system on an unknown date for unknown reason. However, the explant was not completed due to patient experiencing burning sensation during the procedure.

Event description:
Additional information received indicates that the entire system was explanted on (B)(6)2022.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.